Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 urine sample tested for albt2 tina-quant albumin gen.2 (albt2). It is not known if the erroneous results were reported outside of the laboratory. The initial albt2 result was 2.7 mg/l. The sample was repeated on the same analyzer and the result was 41.4 mg/l with a data flag. The sample was repeated on a different analyzer and the result was 39.7 mg/l with a data flag. No adverse event occurred. The albt2 reagent lot number was 621565. The expiration date was not provided. Upon evaluation of the reaction monitor it was noted that nearly no reaction took place for the initial result. This suggests that not enough sample was pipetted. Based on the information from the reaction monitor, it seems that the sample probe and/or a pre-analytic problem caused the issue.